Event description:
The customer stated that she has noticed that higher patient sample results obtained with coaguchek xs meter serial number (B)(4) differ a greater amount than samples recovering lower values when compared to results obtained with the dade innovin laboratory method. The customer provided data for four patients and of these, one had an erroneous result when testing with the meter. The patient was tested using the meter at 10 a.m., and the result was 5.6 inr. At 10:20 a.m., a sample collected from the patient was tested in the laboratory with the dade innovin method, resulting as 4.3 inr. The patient's warfarin/coumadin dose was held based on the meter result. The physician did not change this recommendation after the laboratory value was received. No adverse events were alleged to have occurred with the patient. No treatment was provided to the patient based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 2.8 inr. The patient's testing frequency is monthly. The patient's warfarin/coumadin dose had been increased since her last test. The patient is not anemic or polycythemic. The patient does not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient did not start any new medications, had no changes in diet, and had no new illnesses. The patient did not have a special or unusual diet. The patient did not have symptoms of bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286324) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Correction/removal report no.

Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results: vial #1: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.4 inr. Vial #2: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The maximum difference between measurements was 4.0 %. The obtained qc results were in the allowed range. No error messages occurred during investigation. The results alleged by the customer were not observed in the meter¿s patient result memory. Medwatch fields have been updated.